Event description:
Health professional reported lap-band system removal "due to increased gastroesophageal reflux/band intolerance." Pt was "converted to roux-en-y gastric bypass." Health professional has declined to provide add'l info.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Reflux and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the contraindication for pts regarding intolerance as follows: "pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices."